Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. Subsequently the patient has undergone a head and liner exchange revision. No further event information available at the time of this report.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00395.

Event description:
It was reported by the 411 group the patient underwent an initial total hip arthroplasty on an unknown date. Subsequently the patient has been indicated for a revision, however, a revision has not been reported. The sales rep was inquiring about implant identification for a liner and head exchange. Attempts have been made and additional information on the reported event is unavailable at this time.